Event description:
It was reported that the customer received a motor error alarm during a bolus. The customer's blood glucose was unknown. The customer stated that the insulin pump was not dropped or exposed to a strong magnectic field such as a magnetic resonance imaging machine. The customer stated that they were able to complete the rewind sequence. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.